Event description:
It was reported that the patient underwent a total shoulder revision in 2007. Surgeon feels the patient would have a better range of motion and less pain with a competitor's implant. To this date, there is no known defect with the arthrex device previously implanted. The part number of the actual device involved remains unknown. The part referenced in this report was provided by the customer but is not confirmed. Additional information has been requested. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation, but has not yet been rec'd. A follow up report will be submitted upon completion of the investigation.